Event description:
Boston scientific received information that, during the implant procedure of this right atrial (ra) lead, the introducer guide wire migrated into the superior vena cava. The physician proceeded with the procedure and successfully placed two leads. After the system was implanted, an interventionalist came to the lab and approached the guide wire from the groin and snared it and removed it successfully with no adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.